Event description:
Inbound call: pt getting high pressure error on both pumps. No visual kinks or blockages, due to both pumps giving same error advised pt to go to hosp since IV is most likely blocked and needs to be investigated. Pt only in hosp for 1 day. Both pumps replaced. No other info provided. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6).